Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-02215.

Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery (rca) using indigo system catrx aspiration catheters (catrxs) and a non-penumbra manual aspiration catheter. During the procedure, the physician noticed the catrx was not aspirating; therefore, it was removed. The physician then opened a second catrx, and the same issue occurred as the first catrx; therefore, the catrx was also removed. The physician made another attempt to aspirate using a non-penumbra manual aspiration catheter, and was unsuccessful; therefore, it was removed. The procedure was completed with balloon angioplasty and stenting the vessel. There was no report of an adverse effect to the patient.